Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported prior to implantation, the wire could not be inserted into the right ventricular lead. The lead was not used and a new lead was implanted instead. The patient was doing well during the event.